Manufacturer narrative:
The reported events were failure to capture and tissue/ blood in helix. As received, a complete lead was returned in one piece. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection found the helix clogged with blood. No anomalies found on the lead.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During implant, a loss of capture was observed on the right atrial (ra) lead. The physician suspects tissue and/or blood in the helix. The event was resolved by explanting and replacing the ra lead. The patient was in stable condition.